Event description:
It has been reported that the bd¿ universal viral transport kit, 3 ml vial has been found producing a false negative result. Pcr was used for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: according to the customer's report, a false negative occurred, possibly due to the product. A pcr test was performed with an antigen-positive sample. A negative result was given with a sample transported with uvt. Positive results were given when the sample was stored in saline, and with a measurement of saliva.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: this statement serves to summarize findings on the recent complaint on product 220220 (vial universal viral transport), lot number unknown, where it was observed that the swab potentially caused a false positive reaction. Event description: " according to the customer's report, a false negative occurred, possibly due to the product.¿ complaint history review: a review of past complaints on this product over the past 12 months does not indicate a trend on this issue. Device history record review: a review of the device history record could not be performed as a lot number was not provided. Sample analysis: no photos or returns were available. The retention samples could not be inspected as a lot number was not provided. Evaluations results: based on the investigation, no defect was observed. There is no systemic failure in the manufacturing process. As no deviations were observed in the investigation, no corrective or preventive actions are indicated at this time. Investigation conclusion: based on the evaluation of the investigation, the complaint was not confirmed. No further actions will be taken as no confirmed trend has been identified. Bd will continue to monitor for trending.

Event description:
It has been reported that the bd¿ universal viral transport kit, 3 ml vial has been found producing a false negative result. Pcr was used for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: according to the customer's report, a false negative occurred, possibly due to the product. A pcr test was performed with an antigen-positive sample. A negative result was given with a sample transported with uvt. Positive results were given when the sample was stored in saline, and with a measurement of saliva.